Event description:
Grantadler rhapsody CT+ mediport was implanted on (B)(6) 2010. Pt returned to dept due to non-functional port 5 months later. Xrays demonstrated that the mediport catheter itself -which is supposed to be supported with internal wire to prevent kinking- was actually broken in the mid portion and the distal catheter migrated distally. The catheter fragment -approx 15 cm- was snared from the right atrium and manual inspection suggested that the catheter was quite weak- almost "putty" like, and easy to stretch and break. The port and proximal catheter were removed as well. Diagnosis or reason for use: colon cancer.